Event description:
A customer experienced an adverse skin reaction while using the abbott diabetes care (adc) device. They reported feeling uncomfortable pressure in their arm and contacted a healthcare professional right away. Surgery was performed to remove tissue after pus and wound fluid were found to have leaked. The user remained in the hospital for daily wound rinsing. The wound was left open to heal naturally and reduce the risk of further infection. There were no reports of death or lasting harm related to this incident.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.